Event description:
The patient presented to the hospital due to several shocks. An x-ray fluoroscopy confirmed a lead fracture. The tip was separated from the body lead and was located inside the patients heart. The physician decided not to extract the tip from the patient heart and removed the lead body. The patients condition is good and stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the distal end of the lead missing. The tip of the lead was exposed to a narrow bending angle. A cyclic bending in a narrow angle over time led to a breakage of the inner coil due to fatigue. Normal electrical characteristics were measured. The lead impedance and high voltage integrity could not be measured as the distal tip was broken.